Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Physician reported left side rupture and capsular contracture baker grade iii and "malposition of the nipples." Device has been explanted.